Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an electric shock. Boston scientific technical services (ts) was consulted and recommended reprogramming options. No adverse patient effects were reported. At this time, this device remains in service.